Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in february, 2024. H11: two (2) actual devices were received for evaluation. Visual inspection was performed which identified a sample with dark fiber particulate and the other sample with white particulate inside the sealed packaging. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to variations of the manufacturing and/or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix vented high-volume inlets had particles inside packaging. This was found prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified date in the year 2024. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.